Event description:
A tip of the single lumen embolectomy catheter (4f/80 cm) broke off during the procedure. No add'l info about the procedure or pt was reported.

Manufacturer narrative:
We have received the device for eval (the complaint device was sent to lemaitre (B)(4) office) and were able to confirm the failure. The catheter lumen was overstretched. Therefore, the most probable root cause of the failure is a pt condition and excessive force used by the physician during the procedure. A lot history investigation was performed. The device history record review did not review any discrepancies related to the complaint event during either the mfg or the packaging processes and there were no unresolved issues related to the complaint event. Our sales rep contacted the chief surgeon and surgical stuff of the hospital, but they could not provide any add'l details regarding this incident.